Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient requested someone to meet at their hcp today, as they need someone to help turn on the stimulator as they cannot turn on the device. Pt states shes in pain and its driving her insane. Pt states cannot turn on with any piece of equipment. Pt stated that for the past couple weeks they have not been able to turn their implant on and it has been causing them too much pain. Patient stated that anytime they do anything with the recharger or the controller, it comes up with a doctor with a stethoscope on it and they think it says ER under it. Patient also stated that one time it said it was overheating. Agent had the patient activate the controller and patient reported seeing eos. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed eos and that the device has reached 9 years and that message is expected. Pt became upset during the call and ended the call before more information could be obtained.